Event description:
After competition of mixing oritavancin technician noticed a floater in the bag ( looks like a a string) . Alerted pharmacist . Medication was remade. Empty bag baxter ( ntravia 1000 ml container was used. Lot dr23e10079, 2b8014.